Event description:
Philips received a complaint by the customer on the v60, indicating that the devices touchscreen was not responding properly. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states they had this issue previously, but it passed touchscreen calibration, but the issue repeated. The touchscreen should respond to touch to navigate to different screens or make setting changes. This touchscreen is not responding to touch as expected. The unit currently passes touchscreen calibration. The rse advised to replace the touchscreen. Provided parts ID and discussed replacement per the manual to include required testing after replacement. Investigation is ongoing.

Manufacturer narrative:
H10: the customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.